Event description:
It was reported that the catheter met resistance during removal. After four attempts to remove the catheter, it was retrieved surgically. It was reported that catheter was not sutured and that the appearance of the catheter after removal indicated that it was stretched and flattened at the proximal section. It was stated that the soaker section looked normal with a kink at the end.

Manufacturer narrative:
The info contained herein is based on the info provided and the eval of the sample received. Received the distal portion of one catheter for eval and investigation. Visual inspection found the distal tip of the catheter was compressed and was bent at one of its infusion holes. In addition, the catheter mid-body was overstretched and flattened with presence of indentations. The catheter was received partially cut at its mid-body, which indicates that the catheter was cut by a sharp object. Based on this info received, the user technique used in the removal of the catheter most likely contributed the reported incident. Without a lot number, the device history record, and lot history could not be reviewed. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled. "Tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B) in the pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal. (1305285, rev. C) the directions for use (dfu) (pn 1304266, rev. F) clearly provide cautions and directions on catheter removal if resistance is encountered. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.